Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of leak was confirmed. Visual and functional testing was performed during visual inspection, a crack was observed on one of the female luer of the manifold. Pressure leak tested, a leak was observed from the female luer of the manifold. The probable cause of the crack on the female luer of the manifold had occurred during use.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the peripheral intravenous line (piv) was backing up with blood into the double stopcock and leaking onto the bed. The patient was monitored under observation; no harm occurred. Peripheral IV was in the left hand. Patient involvement was present, with no patient harm.